Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accutni) result generated by the access 2 immunoassay system for one patient. The sample was repeated and recovered lower within the normal reference range. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube that was centrifuged at 5,800 rpm for 10 minutes. Qc and system checks performed on (B)(4) 2010 and (B)(4) 2010 were within the established ranges. A field service engineer (fse) was dispatched: the fse stated that the sample was very hemolyzed and noted some floating strands of fibrin. Pre-analytical sample handling was discussed with customer. The fse ran 20 replicates of wash buffer from the accutni reagent pack that produced the erroneous result. All results were 0.00ng/ml. The fse ran 50 replicates of wash buffer from a new accutni reagent pack recovering acceptable results. The fse performed a diagnostic test and all portions passed within specifications. Although sample integrity is in question, no definitive root cause for this event can be determined to date.